Manufacturer narrative:
Evaluation codes: method code: other, no product returned for evaluation as no product was returned, an evaluation cannot be performed. We are unable to make any determination regarding the issue. The customer did state it was their fault. No further investigation is warranted at this time. (B)(4).

Event description:
It was reported that during the case there was white smoke and the fuse blew in the device. A backup device was used to complete the procedure. The customer has indicated that the cause of the blown fuse and smoke was their fault.